Event description:
Customer reports that they tested 309mg/dl and 90 minutes later tested 34mg/dl on the paramedic's device. Customer reports the paramedics were called due to her feeling as if she were having a heart attack. Customer was given an IV, contents of IV not provided. Customer was using expired strips at the time of this testing. No quality controls were used. Requested return of suspect device and replacement was sent.